Event description:
It was reported that port was implanted 04/04. During a routine check-up in 2005, swelling was discovered in the area of port placement. Physician decided to remove port and examine it. The doctor suspected "there is a leakage on the connection to the catheter." No pt complications were reported.

Event description:
It was reported that port was implanted 2004. During a routine check-up on 2/05, swelling was discovered in the area of port placement. Physician decided to remove port and examine it. The doctor suspected "there is a leakage on the connection to the catheter." No pt complications were reported.